Event description:
As reported: summary: patient experienced infection at the lateral margin of the ipg pocket. Erosion was seen around the ipg pocket. The ipg system was removed from service and the epicardial lead was capped and no lead will be returned.